Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that the insulin pump was going off and making noise. The customer reported that he was getting too much insulin. The customer's blood glucose was 21 mg/dl at the time of incident. The customer's blood glucose was 65 mg/dl at the time of call. The customer declined helpline assistance. The insulin pump will not be returned for analysis.